Event description:
It was stated that the customer experienced a severe hypoglycemic event, which required assistance by the paramedics. The customer was found on the floor by the wife and she called the paramedics. The customer was not hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.